Event description:
It was reported that the cardiac system kv was out of specification. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Tested the system at various fluoro and radiographic mode kv outputs. The reported failure could not be duplicated. The system was found to be working as intended and placed back into service.